Event description:
It was reported that iag bc pro grn 18ga x 1.16in leaked. The following information was provided by the initial reporter: it is reported customer experienced leakage. Verbiage received, I was called to the patient's room and blood was every where. The port on the IV had fallen off and the IV was backflowing blood all over herself, her bed, and the floor. The IV pump was turned off, pressure was applied and the part was placed back on the IV where it had been misplaced. The patient was cleaned up and her bedding and gown were changed out.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro grn 18ga x 1.16in leaked. The following information was provided by the initial reporter: it is reported customer experienced leakage. Verbiage received, I was called to the patient's room and blood was every where. The port on the IV had fallen off and the IV was backflowing blood all over herself, her bed, and the floor. The IV pump was turned off, pressure was applied and the part was placed back on the IV where it had been misplaced. The patient was cleaned up and her bedding and gown were changed out.